Event description:
Emergency CPR being administered to pt. Continued defibrillation and external chest compressions caused the spread of gel over the pt's chest. Subsequent defibrillation caused an arcing and the monitor to lose wave forms and lines. Monitor was checked by co rep and it showed no problem or malfunctions at time of function check 11/28/95.